Manufacturer narrative:
Follow-up # 1 date of submission 04/20/2016-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that the last bolus delivery was on (B)(4) 2016 and contained 3.1 units of insulin, and a manual date change from (B)(4) 2016 to (B)(4) 2016. The bolus totals in the bolus history matched the bolus totals recorded in the total daily dose at the time of the event. During testing, a 10 unit audio bolus and a 10 unit regular bolus were performed successfully and accurately recorded in the bolus history. The bolus total daily dose accurately reflected 20 units. The total daily dose values added up to correctly reflect the user programmed basal rates. The pump was exercised for 24 hours and a delivery accuracy test was performed with no observed inaccuracies or other anomalies. No interruptions in delivery or errors, alarms, or warnings were duplicated during testing. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked in two places.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose (bg) of 585 mg/dl with blurred vision, extreme thirst, excess urination, nausea, and symptoms of dehydration. There was no report of ketones. It was also indicated that the patient had addison's disease and used 6.5 ml of dexamethasone, a steroid, once daily as treatment. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter also indicated that pump therapy would be resumed after replacement. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match the totals as programmed due to a cartridge change, which is the result of normal pump function; however, the bolus delivery totals did not record as programmed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged bolus delivery discrepancy.